Event description:
Per court document received, patient underwent an arthroscopic shoulder surgery in 2005, and a stryker painpump was placed for post operative pain. The patient now alleges she has chondrolysis, and has already undergone additional surgeries as a result.

Manufacturer narrative:
The 510(k) cannot be identified without information on the device used. The device was not returned for evaluation.